Manufacturer narrative:
E.1. Initial reporter address: (B)(6). E.1. Initial reporter city: (B)(6). E.1. Initial reporter zip: (B)(6). H.6. Investigation summary: no samples were returned from the customer facility for evaluation. Four (4) photos were returned from the customer. The returned photos show the customer¿s failure mode of ¿glass breakage¿. Upon evaluation of the customer returned photos, the customer¿s product issue was observed. The glass is broken. In the forming process, if the glass is damaged prior or quality of the glass cane is poor, microscopic cracks can occur and thus breakage happens. Investigation was limited as no samples were received. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 4 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that tubes are breaking in the centrifuge. 4 of 6 of the tubes have broken or cracked in the centrifuge. We did not have one single tube crack with the oct expiration date batch we had previously. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: they had no trouble with the previous lot of cpt tubes (ref # (B)(4) lot #9277575 exp 31-oct-2020). However, once they moved to the new batch (ref # (B)(4) lot #0042161 exp 28-feb-2021) they have 6 tubes to break in the centrifuge (friday 4 out 6 broke and today they had 2 additional tubes to break). I verified that when the tubes were received and inspected there were no visible cracks or damage during shipment, the tubes were not dropped prior to or after blood collection and the processing of the tubes has not changed since the new lot was put into use. (Centrifugation: 20 minutes, 3.3 rpm/1.7 rcf at room temperature in a swing bucket centrifuge).

Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code and initial reporter facility. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes are breaking during centrifuge with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. This occurred on 4 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter: it was reported that tubes are breaking in the centrifuge. 4 of 6 of the tubes have broken or cracked in the centrifuge. We did not have one single tube crack with the oct expiration date batch we had previously. Additionally, on 2020-08-31 the bd sales consultant provided the following additional information: they had no trouble with the previous lot of cpt tubes (ref #362753 lot #9277575 exp 31-oct-2020). However, once they moved to the new batch (ref #362753 lot #0042161 exp 28-feb-2021) they have 6 tubes to break in the centrifuge (friday 4 out 6 broke and today they had 2 additional tubes to break). I verified that when the tubes were received and inspected there were no visible cracks or damage during shipment, the tubes were not dropped prior to or after blood collection and the processing of the tubes has not changed since the new lot was put into use. (Centrifugation: 20 minutes, 3.3 rpm/1.7 rcf at room temperature in a swing bucket centrifuge).